Event description:
Before inserting an iort (intraoperative radiation therapy) balloon, asymmetry was detected. Staff also felt the instillation of saline was not quite right. The asymmetric balloon was replaced by a new balloon.